Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer resumed insulin deliveries and no additional occlusion alarms occurred. The customer's blood glucose (bg) level was above 240mg/dl, below 300mg/dl. A correction bolus was delivered to address the bg level. Additionally, it was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's bg level was 199mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.